Manufacturer narrative:
Date rec'd by MFR: 01oct2019. Usage of device: reuse. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21oct2019. This event was resolved in-house by the customer - there was no on-site evaluation by the customer. The customer reported that the replacement of the #3 and #4 solenoids resolved this event. The determination could not be made that the device failed to meet specifications. It was unknown when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Event description:
The customer reported a ventilator with a proximal autozero alarm. It was unknown when this event occurred - there was no allegation of harm associated with this event.